Manufacturer narrative:
B5, h6 problem code 1371- remove

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.

Event description:
It was reported that the pump's usb port has a loose connection and unstable/not recognized and the pump battery intermittently could not be charged properly. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.